Event description:
The customer reported that the pt received a burn on the mouth during a t+a procedure. The pt was burned on the right corner of the mouth and it required 3 stitches. They used an e2515h pencil with a deroyal electrode and an e7507 pt return electrode. No arcing was reported, but the injury was noticed immediately and treated.

Manufacturer narrative:
(B) (4). The incident pencil was received, tested and found to be to specification.